Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 16 june 2015.the fse found that there were bent optics on the sorter cup sensor (socs) printed circuit board (pcb). The pcb was replaced then tray and cup alignments were performed on all floors. . The aia-2000 was working as intended. No further action required by fse. The most probable cause of the reported event was due to the the socs pcb.

Event description:
On (B)(6) 2015, a customer reported error 2142 failed to detect cup from sorter with their aia-2000 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, prl and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.